Event description:
It was reported that an ilet user experienced dosing stopped and a connected cgm alert when the pump stopped functioning and the dexcom g7 lost signal to the ilet; the user was guided to re-enter the sensor pairing code, which restored connectivity and completed troubleshooting and education. Symptoms included no reported clinical effects. Outcomes included no reported impact beyond temporary treatment interruption and education. Investigation included remote troubleshooting with user guidance to re-establish cgm pairing. Investigation of this case revealed a cgm communication interruption between the dexcom g7 and the ilet that resolved after re-entering the sensor pairing code, consistent with transient signal loss. It was concluded, based on previously established findings for similar reports, that the cause was a temporary communication disruption.